Event description:
It was reported that during a procedure to treat a de novo, chronic total occlusion in the distal left anterior descending (lad) artery with moderate calcification, a 2.5x23 mm rx xience prime stent delivery system (sds) was advanced and during deployment a dissection occurred. Another 2.5x15 mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record was reviewed for the reported lot and there was no indication of a product quality deficiency. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.